Event description:
It was reported that this pacemaker was part of a system revision due to infection with sespis. The patient also had a staphylococcus infection, purulent discharge with fever and chills. There were no additional adverse patient effects reported. The pacemaker was explanted. Additional information indicated that this patient experienced hematoma. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient also had a staphylococcus infection, purulent discharge with fever and chills. There were no additional adverse patient effects reported. The pacemaker was explanted.